Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney reported that the patient underwent a hepatectomy procedure for a liver abscess. The device misfired and caused hepatic vein bleed, which resulted in hemorrhagic shock and caused traumatic excessive and likely permanent injuries, including brain damage. The patient is currently suffering pain, shock, nervous reaction and inconvenience.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.